Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified.

Event description:
It was reported that during a left lateral robotic sectionectomy, using a powered vascular stapler to perform the intra hepatic transection of the left pedicule, after firing, the surgeons realized that part of the pedicule¿s elements were not properly and completely sealed and some staples were not properly closed. The staple line was milking both from the bile duct and vessels. It has been necessary to place additional hemolock and sutures stiches to solve the problem. No other consequence occurred to the patient after this problem.